Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Imaging was difficult and three attempts were made to grasp the leaflets. After deployment, it was noted the clip detached from the posterior leaflet (single leaflet device attachment (slda)). Per the physician, the slda was due to difficult imaging, short posterior leaflet, and sub-valvular calcification. A second clip was implanted to stabilize the slda clip, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar complaints for the reported lot. Based on the information reviewed and per the opinion of the physician, the single leaflet device attachment (slda) was due to a combination of challenging patient anatomy and procedural conditions. The reported cause for the difficult imaging could not be determined. It is possible the difficult imaging was due to patient or procedural conditions/equipment, however this could not be confirmed. The additional therapy/non-surgical treatment was a result of case-specific circumstances as an additional clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design, or labeling.